Event description:
It was reported that the device kept giving error code 5 during a laparoscopic gastric bypass procedure. The customer tried retorquing the device but the error code persisted. They attached a second device and the system worked properly. The case was completed with the second device; there was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted . The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade " lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."